Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dermatological suture, while doing a continuous suturing, the needle broke. Surgeon replaced the device to complete the case. There was no patient injury.